Event description:
It was reported that during a declotting of a forearm graft, the balloon ruptured. The doctor then used a second balloon and it also ruptured. No balloon fragments noted. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met release criteria, including all inflation tests performed on the balloon during manufacturing and quality control testing. Two balloon catheters were returned and evaluated. Both catheters were very similar. They had a partially circumferential split that was 2/3 to 3/4 of the way around the balloon. Both were 3mm from the distal cone/barrel interface. In both balloons, the area was similar to a cut instead of a split, very sharp edges. Both balloons appeared to have been cut by something within the vasculature which caused the rupture. It is unknown if stents or calcified lesions were involved in the procedure. The reported problem is confirmed and the root cause is unknown.